Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6(investigation type, investigation findings & investigation conclusions), h10, h11. Corrected fields: d1, g1(contact person).

Event description:
N/a

Manufacturer narrative:
Testing of actual/suspected device: (10&213) a getinge field service engineer (fse) was dispatched to evaluate this unit and no error related to the fiber optic sensor module was detected (tests were performed with the simulator). The safety disk was replaced, as part of the pm actions, all actions related to the pm protocol were carried out, verifying that the fiber optic module was within the technical parameters indicated in the pm protocol document. Unit passed all functional and safety test per factory specifications. The iabp was released to the customer and cleared for clinical service. A supplemental report will be submitted upon completion of our investigation. The full name of the event site is: (B)(6).

Event description:
It was reported that during demo, the cardiosave intra-aortic balloon pump (iabp) had an alarm for a fiber optic sensor module failure and the unit displayed for safety disk preventive maintenance (pm) required message. There was no patient involvement, and no adverse event reported.